Event description:
It was reported that a lap-band device was explanted due to a suspected leak.

Manufacturer narrative:
Taper ii. No additional information has been reported to allergan regarding the serial number. The return of device has been received, but no device analysis has been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."